Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was not impacted. No system check was performed with tandem's technical support as the customer resumed insulin delivery after the occlusion alarm occurred. Customer's blood glucose level was not impacted.